Manufacturer narrative:
This MDR is being submitted following our procedure. Patient experienced a bgl of 25 while wearing v-go 20. Patient reportedly "passed out". There was third party intervention by ems. Patient was treated with IV glucose. Device worn at the time of hospitalization is not available for investigating. There is insufficient information available to determine if the v-go contributed to the event or not.

Event description:
Type 2 diabetic on vgo 20 for over one year reported to valeritas customer care that "on (B)(6) 2015 her blood sugar level dropped to 25 while wearing vgo-20". Patient wears vgo on her arm. Ae assessor spoke with patient. For further investigation of this report. Patient informed the ae assessor that she has only had one similar episode of hypoglycemia which was about one year ago. Patient informed that ae assessor that for the hypoglycemia on (B)(6) 2015 she did not check her bg when she woke up, left her house around 7 am, would have arrived at work around 7:40 am and before she "completely got out of the car" she "passed out". Ems was called to the scene, the patient "was given IV glucose", her bg "came up" and she was transported to the emergency room for further evaluation. Patient states she was released back to home a few hours after her emergency room visit. The information the patient shared with the ae assessor differed from what she reported to valeritas customer care. Patient told valeritas a co-worker noticed "she had garbled speech" however the patient told the ae assessor she "passed out" before completely getting out of her car and was found unresponsive. Patient reported one other episode of hypoglycemia about one year ago, where her bg dropped while shopping and she again required assistance from ems for treatment of hypoglycemia. Patient was unable to recall her bg from this earlier episode. Valeritas indicated the patient reported "she would give herself her clicks and would forget that she has given the clicks already and then she would give herself more clicks"' however the patient stated to the ae assessor that she did not give herself bolus clicks the morning of the (B)(6) 2015 hypoglycemic episode. Patient stated to the ae assessor that she did not "take clicks" before leaving home as she was planning to eat after she met her co-workers for breakfast at work. Patient is unable to identify contributory causes to the hypoglycemia and did not monitor the vgo viewing window. Since the patient is not able to identify contributory causes to the hypoglycemia, device contribution cannot be ruled out. The vgo the patient was wearing during the hypoglycemia was disposed of at the hospital and is not available for technical review.